Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the l1 lead was not proving effective therapy and surgery is pending to address the issue. No further information available.

Event description:
Additional information received the l1 lead was fractured and confirmed via x-ray. Surgical intervention was undertaken wherein the lead was explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.